Manufacturer narrative:
Investigation pending.

Event description:
Caller alleging discrepant inratio value. Account using capillary tubes (microsafe, possibly from roche), however, not glass and no additives. Pt 2: inratio 4.6, repeat inratio 5.1, lab: 3.0. Pt's therapeutic range 2 - 3. Correlation performed within 3 hours of each other.